Event description:
It was reported, to medtronic minimed. That the customer reported, pump was exposed to moisture. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested for return. And customer has returned the device.

Manufacturer narrative:
Select patient information cannot be provided, due to regional privacy regulations. Pump was received, with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test, due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection. And found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked battery tube threads, scratched case, stained keypad overlay, cracked case corner of belt clip rail, label damage. Critical pump error (open book image) alarm, during testing, due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.